Event description:
It was reported that the pt began experiencing knee pain after his cementless persona procedure. An x-ray revealed radiolucency around the tibial component. A knee revision surgery is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.